Event description:
The customer reported keypad issue, the device won¿t turn on.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. A review of the device history record for sn (B)(6) was performed from 8/23/2019 to 8/28/2020 and confirmed that this device was previously returned for servicing. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported keypad issue, "the device won¿t turn on."